Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was time for the patient to get the implantable neurostimulator (ins) battery replaced, and mentioned that it "only lasted a year and 8 months" when they expected it to last 3 years. Agent was unable to collect further information regarding this event because the caller was upset and disconnected the call.